Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in a rainstorm, the device displayed "system fault 36" and "defib disabled" messages. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.